Event description:
Customer received a result of 240mg/dl on his device and took 50 units of insulin. He reports that he retested and obtained a 50mg/dl and had symptoms of low blood glucose. He states that he ate candy in response to the 50mg/dl reading. No timeframe was reported between results. Quality controls were used and fell within acceptable limits. Requested return of suspect device and replacement was sent.